Event description:
The complainant had placed a impella cp to support the patient admitted in with arrhythmia, cardiogenetic, and cardiomyopathy. The pump was placed however there was access site bleeding which prompted blood products to be given and when the pump alarmed for out of position, the pump was repositioned. Support continued until weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of positioning issues access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding: the cause of bleeding issue cannot be determined due to insufficient clinical details. Positioning issues: the cause of positioning issue most likely was due patient movement occurred due preparing patient for transport and physician repositioned impella from 90cm to 87cm using repositioning guide.